Manufacturer narrative:
Based upon the clinical evaluation, the reported type ib endoleak was confirmed as was a secondary procedure that involved a non-endologix stent implant from the suprarenal to the bilateral iliac, to provide fixation. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified although the following factors may have affected the effectiveness of the implant: the presence of a thoracic aneurysm; aortic neck diameter of greater than 32 mm; a (B)(6) change in the reverse conical neck; the severe supra- and infra-renal angulations of the aorta; and the short common iliac artery length of less than 30 mm bilaterally. No specific endologix device issue was identified.

Event description:
(B)(4).

Event description:
It was reported that after an unknown period of time post implant of a bifurcated device and a suprarenal the physician reported the patient had an endoleak. Specifically, the physician advised the endoleak was from the right side and the limb had pulled back into the aneurysm sac. It was noted that an intervention was performed but no details are currently available concerning the intervention or patient status.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. H3 other text : device remains implanted in patient